Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2016 (specific date not reported) due to an infection at the implant site. Subsequently, the patient was treated with antibiotics intravenously for a duration of five days. Following treatment, the infection reportedly resolved.